Event description:
On (B)(4) 2013, breg became aware through the legal department of an allegation of injury to (B)(6) during use of the polar care 300 cold therapy system. The polar care 300 was applied (at approximately 15:30 hrs) to the right knee of the patient after a knee replacement procedure was performed on (B)(6) 2011. A few hours after the application and through the night, the patient reported pain and burning on top of her right knee and eventually numbness in her right foot. At one point during the night, a nurse added more ice to the polar care 300. The 300 was removed on (B)(6) and found to be leaking water. After her discharge, a home health care nurse discovered on (B)(6) an alleged frostbite wound on the lateral side of (B)(6)'s right knee incision from the surgery. The patient required debridement procedures and muscle flap repair to her right knee.

Manufacturer narrative:
The product is not expected to be returned as it is involved in litigation. No lot or serial number were provided. Device not returned to manufacturer.